Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer stated that the insulin pump turned off in the middle of the night. Customer stated that when he woke up in the morning the display screen was blank. Customer's blood glucose reading was 123 mg/dl. Customer stated that the issue was not resolved with a new battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump received with currents in specification. No blank display. Lcd board ok. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window cracked near display window corners, cracked reservoir tube lip.